Manufacturer narrative:
Information contained in this record was previously submitted thru psr on 22/apr/2019. A review of the device history record has been completed. No deviations or non-conformances noted. Device evaluation: visual analysis of the returned device identified underweight, red particles in the shell, encapsulation, broken shell and others, missing a piece of shell (0-25%) and crease folding. A microscopic analysis was performed which identified one opening striated on the posterior edge, three broken striated openings on the posterior edge and radius, sharp broken and stress marks, near the broken site, this condition was called surgical impact and wear abrasion. A dimensional measurement in the shell was performed which identified the thickness within specification. Based on the device analysis the final assessment is: three striated openings due to surgical damage consistent with the use of some surgical tool. One striated opening due to surgical damage consistent with the use of some surgical tool. Missing shell inconclusive. A sharp broken end due to surgical impact. The event of capsular contracture is a physiological complication and analysis of the device generally does not assist allergan in determining a probable cause for this event. The reason for reoperation was capsular contracture baker grade IV and rupture.

Event description:
Patient reported right side rupture and silicone leakage. Further reported was "baker capsular contracture 3¿4." The device remains implanted.